Manufacturer narrative:
Tricuspid valve replacement using the s3ur/commander system is not an indicated use. As such the transfemoral vein access is not indicted for use. The risk management file captures risks for indicated device use only. Therefore, the related event that occurred is not captured in risk management documentation. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of non-target deployment was confirmed by medical records received. The delivery system with the valve was unable to be retrieved through the sheath due to calcification of the anatomy. It is also possible that the valve interacted with the sheath tip during the retrieval process leading to the crimped valve being unable to be retrieved through the sheath, and resulted the valve deployed in a non-target location. As such, available information suggests that patient factors (calcification) and/or procedural factors (thv retrieval) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report numbers: 2015691-2023-18699, and 2015691-2024-02254. The event of a permanent pacemaker was reported under the incorrect device, please reference manufacturing report number which captures that event. A correction for statement h10 is being submitted in this supplemental report.

Event description:
It was initially reported by the field clinical specialist (fcs), that during a valve in valve ttvr procedure with a 29mm sapien 3 ultra resilia valve to treat a stenotic 29mm carpentier surgical valve, the operator was not able to cross the valve annulus with the commander delivery system with much effort. It was decided to remove the undeployed valve. However, the operator was unable to get it back into the 16 fr esheath+, so the valve was deployed in the right iliac vein. A new 29mm sapien 3 ultra resilia valve was prepped and deployed successfully with no complications. There was no injury to the patient. Per medical records received, during the ttvr procedure, there were difficulties crossing the stenotic surgical valve due to the calcification. Therefore, it was decided to remove the devices as a unit. However, there were difficulties withdrawing the delivery system into the esheath, and the valve was deployed in the iliac artery vein. A second valve was successfully implanted in the stenotic surgical valve.

Manufacturer narrative:
Correction to h6 based on additional information. The complaint was unable to be confirmed as no relevant imagery/medical record was provided for evaluation. There was no allegation or indication of a device malfunction contributing to this reported event. It should be noted that this was an off label operation as the thv was implanted in surgical valve in the tricuspid valve. The sapien 3 ultra resilia thv (s3ur) with the commander delivery system (ds) is currently indicated for surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. As reported, 'during a valve in valve ttvr procedure with a 29mm sapien 3 ultra resilia valve to treat a stenotic 29mm carpentier surgical valve, the operator was not able to cross the valve with much effort. It was decided to remove the undeployed valve. However, the operator was unable to get it back into the 16 fr esheath+, so the valve was deployed in the right iliac vein'. In this case, the delivery system with the valve was unable to be retrieved through the sheath. It is possible that the valve interacted with the sheath tip during the retrieval process leading to the crimped valve unable to be retrieved through the sheath, and resulted the valve deployed in a non target location. As such, available information suggests that procedural factors (thv retrieval) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient related and procedural related factors, including pre operative co morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter ventricular septal thickness, pre existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre existing heart block is common in patients undergoing thv or surgical avr and another 4 to 6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results did not confirm the reason for the implantation of a permanent pacemaker, however patient and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a valve in valve ttvr procedure with a 29mm sapien 3 ultra resilia valve to treat a stenotic 29mm carpentier surgical valve, the operator was not able to cross the valve with much effort. It was decided to remove the undeployed valve. However, the operator was unable to get it back into the 16 fr esheath+, so the valve was deployed in the right iliac vein. A new 29mm sapien 3 ultra resilia valve was prepped and deployed successfully with no complications. Per follow up received, the patient required a permanent pacemaker. It is unknown at this time when the pacemaker was implanted and the root cause for the implantation.

Manufacturer narrative:
The sapien 3 ultra resilia valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra resilia valve in the tricuspid position is not indicated per the labeling. Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a valve in valve ttvr procedure with a 29mm sapien 3 ultra resilia valve to treat a stenotic 29mm carpentier surgical valve, the operator was not able to cross the valve with much effort. It was decided to remove the undeployed valve. However, the operator was unable to get it back into the 16 fr esheath+, so the valve was deployed in the right iliac vein. A new 29mm sapien 3 ultra resilia valve was prepped and deployed successfully with no complications.